Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was the third time that the patient had been admitted to hospital for chemotherapy. A nurse in charge continuously pumped in vp16 concentrate using an infusion pump at the speed of 9 ml/h. Eight hours later, the catheter was found to be blocked. The head nurse and the nurse in charge immediately used the urokinase for thrombolysis. One day later, the problem remained unresolved and blood could not be drawn out. The nurse tried to inject a small amount of saline in the lumen and found fluids leaking from the puncture site, and suspected of catheter fracture. Removed the catheter. Found a transverse incision near the 10 cm scale of the catheter, as well as a crack near the tip of the catheter. A new catheter was inserted for the patient today without causing damage to the patient or the hospital due to the incident itself.

Event description:
It was reported that it was the third time that the patient had been admitted to hospital for chemotherapy. A nurse in charge continuously pumped in vp16 concentrate using an infusion pump at the speed of 9 ml/h. Eight hours later, the catheter was found to be blocked. The head nurse and the nurse in charge immediately used the urokinase for thrombolysis. One day later, the problem remained unresolved and blood could not be drawn out. The nurse tried to inject a small amount of saline in the lumen and found fluids leaking from the puncture site, and suspected of catheter fracture. Removed the catheter. Found a transverse incision near the 10 cm scale of the catheter, as well as a crack near the tip of the catheter. A new catheter was inserted for the patient today without causing damage to the patient or the hospital due to the incident itself.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter fracture is confirmed but the exact cause remains unknown. Two photo samples of a powerpicc catheter were provided for evaluation. The first photo sample shows the catheter outside of patient use. The catheter is being held and manipulated to show a partial catheter fracture. Blood residue is present within the device. The split appears to be circumferential with the split corners propagating longitudinally. The second photo shows a smaller, partial circumferential fracture near the 10 cm depth marker. Based on the photo samples provided, possible contributing factors include repeated kinking leading to material fatigue and manipulation of the catheter. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." Since two splits were observed in the photos provided, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.